Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose 400mg/dl. The customer stated that the insulin pump alarmed several times no delivery, which lead to his glucose to elevate. Troubleshooting was declined as customer requested a replacement of the device. Advised the customer that the insulin pump will be replaced. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.